Event description:
It was reported that the fms vue ii pump-shaver box device had an undetermined malfunction. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. During in-house engineering evaluation, it was determined that the device fell apart. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary==> the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: functional : fell apart functional : pinch valve failure visual : missing components. Per service report, this complaint was confirmed. The assignable root cause was determined to be due to component failure from normal wear. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device serial number (B)(6), and no non-conformance was identified.